Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with 23mm bioprosthetic pericardial aortic valve, implanted for approximately four (4) months, underwent a valve-in-valve procedure due to aortic insufficiency. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. The patient was reported to have done very well.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included cad, ckd, hld, htn, chf nyha class iii, and dm type ii. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately four (4) months due to moderate to severe aortic regurgitation (insufficiency). The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, transthoracic echocardiogram confirmed adequate valve replacement without evidence of significant residual stenosis and/or regurgitation. The patient was transferred to cicu in stable condition. The patient remained hemodynamically stable and was discharged home on pod #1.

Manufacturer narrative:
(B)(4).